Event description:
Customer reported that the buttons on the insulin pump stop working at times and then they will work again. Customer also received a button error alarm on the insulin pump and was unable to bolus. Customer stated that the insulin pump has been in the pocket all day. Customer also stated that she believes that something is wrong with the insulin pump causing her to have low blood glucose readings for the past few nights and has been treating with food. Customer's blood glucose reading at the time of the call was 47 mg/dl. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage was found on keypad traces. No button error alarm noted during testing. All buttons functioned properly. Insulin pump function properly during rewind, basic occlusion, occlusion, prime, the excessive no delivery and displacement test. Insulin pump received with cracked reservoir tube lip.